Event description:
Pt complained of pain. It was found that the plastic had worn through to the metal back. The patella was replaced with lot #14880100. The mg ii patellat was a white porous implant. The hosp discarded the device.